Event description:
During a liposuction procedure to treat lymphatic edema, a surgeon had three pal-200 handpieces stop functioning (primary device and two backup devices). This created a delay in surgery of approximately 1.5 hours. There was no patient injury. Note: the pal-200 handpiece was obsolete by microaire surgical instruments in 2005. The device is also no-longer serviced. The devices associated with this event have not been serviced since 2004 or earlier.